Event description:
Reporter indicated a vns therapy pt presented with increased seizures. The relationship of the seizures, and the pt's pre-vns level is unk. The physician indicated, the pt was recently weaned off of a medication that was "probably not helpful for him." Diagnostic testing was within normal limits and a battery life calculation revealed the generator is 1.82 years until the elective replacement indicator reads "yes". Good faith attempts to obtain additional info have been unsuccessful to date.